Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient treatment, death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned from the field. Based on review of the download data, there is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was at home and the paramedics were called. The patient subsequently passed away. The lifevest delivered a treatment on (B)(6) 2016 at 13:40:16. The patient was in vf at 13:28:02. The device delivered a treatment at 13:40:16 and 13:40:45, the rhythm at the time of the treatment is unknown due to the presence of CPR artifact. Following the second treatment CPR artifact with intermittent cardiac activity was seen. The electrode belt was disconnected on (B)(6) 2016 at 13:40:58.